Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe with tip protector in a bubble bag with a tray label was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port, and on the welded cap and the probe needle bent at stiffener. The sample was then functionally tested for actuation. The sample was found to be nonconforming for actuation. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks at area that was bent and another location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirms the probe had an actuation failure. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation; however, a manufacturing related root cause cannot be ruled out. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A non-conformance record was initiated related to the probe bent needle and bent inner cutter with no/minimal wear. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of a probe occurred during surgery. The surgery was successfully completed on same day. Procedure type was unknown and there was no information about the patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).